Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was overfilled, leaking from the back, and emitting a bad smell. The customer rebooted the station; however, two drawers would not open, a burning smell was noted, and offline in remote smart service (rss). However, there were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was overfilled, leaking from the back, and emitting a bad smell. The customer rebooted the station; however, two drawers would not open, a burning smell was noted, and offline in remote smart service (rss). However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. During the investigation of the device involved in this incident, the field service engineer addressed and corrected the following malfunctions: the fse identified a large 100+ ml heparin IV bag leaked behind matrix drawer 3, spilling downward and damaging all lower drawers. The bag was found torn open and wedged between the matrix store and cross arm assembly, with fluid leaking onto the floor. The medstation had powered off, and the room smelled of burnt electrical; the unit was unplugged per guidance. The user had already cleaned most of the fluid, but additional pooling was found behind multiple drawers across the unit¿s width. Drawers were removed and remaining fluid was wiped from the rear and under the affected matrix and cubie drawers. During inspection, the fse confirmed liquid contamination in serial connectors from drawer 3 downward and replaced the rear pyxibus cable before continuing diagnostics. Matrix drawer 3 was severely damaged by the medication spill. The main controller board was found thermally destroyed by the liquid and was replaced, and all connections were dried, inspected, and reattached. All sensors were checked, and the matrix position sensor also required replacement because it had been heavily soaked and was still dripping during removal. The fse found that drawer 4, a full height drawer, was heavily flooded with medication and was still dripping when removed from the unit. The cubies were broken open to retrieve mostly dry medications, but the cubie connectors were soaked and will likely need replacement. The drawer¿s row boards were almost entirely saturated, so the drawer was left out of the unit to dry and replaced the row board tray. All electronics in the drawer were thermally damaged, and the solenoid was seized, preventing the drawer¿s manual release. The fse identified that the drawer five was also damaged by the liquid IV bag spill. After stopping the leak, fse followed the same cleanup procedure. All connections were dried with canned air and inspected. The main controller had to be replaced because the liquid caused thermal damage to the board. Matrix drawer six was damaged by the IV bag spill; remaining medication was removed and all connections were dried and inspected. The main controller board required replacement due to thermal damage, while the sensors remained functional. Drawer 4 was fully gutted, and three front row boards were replaced due to medication spill damage. The rear boards and row board cable showed no damage, as they were protected and less exposed to the spill. The fse replaced the retractor band, both drawer controllers (due to thermal damage), the locked solenoid, the u link, and the damaged magnet inseparable on full height drawer. The fse thoroughly inspected the sensors and internal shields to ensure all liquid had dried and no hidden residue remained. The fse repaired and installed the full height drawer into the main station before the room was back in use. The fse completed hardware testing successfully after installation. The drawer initially showed failed cubie because it was searching for the old cubie that were no longer present. The fse updated the software to mark the drugs as unloaded, clearing the errors. The empty cubie placed in drawer 4 remained in the device to be used during restocking. The station was working without any issues.